Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The data downloaded from the device did not show any timeouts, drive stalls or alarm during the run. The device delivered 56 pulses and completed both first and second prime before being deactivated. The investigation of the needle mechanism found no abnormalities. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. No damages or defects were observed that would result in a needle mechanism failure. The exact cause for the reported event could not be determined.